Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired due to right heart failure. The device was believed to have operated as intended. No autopsy was performed. Heartmate 3 lvas, (B)(4), was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jan2020. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, introduction. Section 6 entitled patient care and management cautions the user that right heart failure can occur following implantation of the pump and warns that right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also outlines the associated treatment options, including right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per vad coordinator the patient passed away due to right heart failure. The device operated as intended. There will be no autopsy. The pump will not be explanted. The pump will not be returned for evaluation.